Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8036886; medical device expiration date: 2023-02-28; device manufacture date: 2018-02-05. Medical device lot #: 7352817; medical device expiration date: 2023-01-31; device manufacture date: 2017-12-18. (B)(6). Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for scale misaligned on lot # 8036886. This is the 1st related complaint for scale misaligned on lot # 7352817. Investigation summary: customer returned (105) 1/2cc, 12.7mm, 29g syringes in sealed poly bags with the shelf carton from lot # 8036886 and (37) 1/2cc, 12.7mm, 29g syringes (9 in an open poly bag, 28 in sealed poly bags) from lot # 7352817. Customer states that the scale was slanting. Thirty samples from lot # 8036886 and thirty samples from lot # 7352817 were tested using the plug gauge and all scale marking placements fell within specifications. A review of the device history record was completed for batch# 7352817. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 8036886. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine¿ insulin syringe had scale marking issues. No serious injury or medical intervention was reported. Verbatim: "the scale was slanting."